Event description:
It was reported the catheter was being placed into the left basilic vein of the patient in ICU. During insertion, the clinician secured the access with the guide wire and advanced the micro-introducer without difficulty. The guide wire was then removed and the midline catheter was advanced. The clinician positioned their fingers on the peel-away sheath tabs and gently pulled outward and the tabs broke off leaving the peel-away sheath attached to the catheter. The clinician pulled the catheter out approx 5cm and worked on peeling the sheath away. After the sheath was carefully removed they secured the midline with the statlock without any further complications. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#: (B)(4). Sample will not be returned for evaluation.